Event description:
It was reported that a cartridge alarm occurred during insulin delivery and the load sequence. The customer experienced a high blood glucose (bg) level. Bg value not provided. A correction bolus was delivered to address bg level;. Reportedly, the customer continued to use the pump for insulin therapy.